Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a manufacturer representative was able to help the patient get the implantable pulse g enerator (ipg) recharged to a power-on-reset (por) condition. The por was cleared and the patient was able to get stimulation coverage. It was noted that this was the patient's second overdischarge.

Event description:
It was reported that the implantable neurostimulator (ins) was overdischarged or discharged. The manufacturer's representative was not able to determine if it was an overdischarge or discharge. The last time stimulation was felt, and a successful recharge done, was 1 to 2 months ago. The ins was barely palpable due to a very deep implant. Additionally, the pt had gained weight since the implant. The healthcare provider (hcp) had planned to revise the ins pocket and bring the ins closer to the surface. An appointment had not been scheduled.